Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement as confirmed through chest x-ray. This ra lead remains in service. No additional adverse patient effects were reported.